Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly refusing to wear the device. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed missing contact pads and the array was damaged prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires in the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.